Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient was admitted at the ER due to chest pain. Egm showed that there was atrial undersensing and low intrinsic amplitude. Should additional information become available this file will be updated.